Event description:
It was reported that a pericardial effusion occurred. Prior to starting the left atrial appendage (laa) closure procedure, a pre-existing pericardial effusion was noted via echocardiography. The laa closure procedure was performed and a 24mm watchman flx closure device was implanted. Two (2) hours post procedure, a transthoracic echocardiogram (tte) was performed, and the effusion was noted to have grown in size. The patient was asymptomatic. A pericardial tap was performed to treat the effusion removing 350ml of fluid. There were no further patient complications reported and the patient was discharged.